Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? If yes: please explain: how was the patient consequence resolved?

Event description:
The trocater valve burst at the moment the stapler was placed. Another similar product was used to continue the procedure. Procedure: obesity bypass.

Manufacturer narrative:
(B)(4). Batch # r92h3l. Device analysis: the analysis results found that the cb12lt device was returned with the seal damaged and torn; the torn piece of the seal was returned inside a bag. In addition, the tyvek was returned along with the instrument. The device was disassembled in order to evaluate the condition of the seal and the damage was confirmed; in addition, the separate piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." A manufacturing record evaluation was performed for the finished device r92h3l batch number, and no non-conformance's were identified.